Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome regarding an infection. It was reported the infection occurred sometime in 2008 when the device was implanted. The ins was taken out and put on the right side because of the infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.